Manufacturer narrative:
Information contained in this report, was previously submitted through psr on 16 apr 2015, 23 ju l2015 and 19 oct 2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side rupture. Pain and the implants "were possibly knocked out of place". Which were not device related. As it was caused, by a car accident. Healthcare professional, later reported, capsular contracture, baker grade iii. Patient later reported, doctor "sliced them". And "nothing wrong with them". Device has been explanted.